Event description:
The surgeon at was doing an orif left distal radius shaft gun shot fracture with an xxl 2.7mm 11 hole volar plate in standard width for the left arm. Surgeon was putting distal screws in distal fragment then looking to get radius out to length by pulling, then clamping and placing screws in the proximal fragment to keep it at length. Once three distal screws were in the distal fragment through plate, surgeon pulled to length and had pa drill through oblong hole bi-cortically then screw 2.7x16mm bone screw . (Due to consignment refill issues the 2.0 drill bit that was being used for all 2.7 screws used in case was chucked as opposed to ao quick connect because all that was available was a dental end drill bit. 2.7x16 bone screw broke mid shaft, leaving driving end in patient. Second proximal oblong hole was drilled and 2.7x18 bone screw was measured and attempted to be inserted when plate was visibly off the bone. Screw snapped just under the head of the screw. 2 screws broke during procedure. After the two screws broke consecutively 4 more screws were put in without incident.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.